Event description:
A third party biomed reported that the device would intermittently fail to charge defibrillation energy and illuminated the service icon. There was no known patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported energy charge failure. Physio is in the process of repairing the device and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.